Event description:
Reportedly, tip of catheter was left inside the pt when the clinician removed the catheter following an attempted thrombectomy procedure of the right lower extremity. No pt injuries were reported as a result of this event.